Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl for two weeks. Customer¿s blood glucose was 360mg/dl at time of incident and 286mg/dl was current blood glucose of customer. Customer treated with manual injection and insulin pump and customer experienced symptoms like double vision. Customer¿s insulin pump alarmed for no delivery. Customer stated that the drive support cap appears normal. Customer had some serter issue and cannula of infusion set was bent. Customer declined troubleshoot for no delivery alarm, bent cannula. Customer¿s blood glucose at time of call was 273mg/dl. Products will not be return for analysis.